Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr210 adult humidification chamber had cracked during use. It was further reported that a humming ventilator was used with the chamber. No patient consequence was reported.

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that an mr210 adult humidification chamber had cracked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr210 adult humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned mr210 humidification chamber was visually inspected for cracks. Results: the chamber dome was cracked near the base, below one of the ports. A lot check revealed no other complaints of this nature for lot number 101129. Conclusion: no information was received in relation to the humming ventilator settings that were being used at the time of the reported chamber cracks. Based on the nature of the crack and on our knowledge of the mr210 chamber, it is likely that the chamber cracked due to the use of pressure in excess of 20 kpa, which is the maximum operating pressure indicated in the product user instructions. All mr210 chambers are pressure tested at the end of the production process, just prior to packing, to ensure that they are undamaged and that they are able to operate as intended. Any chamber which does not pass the pressure test is rejected.